Manufacturer narrative:
Film evaluation summary; the exact cause of the reported events at implant could not be determined from the pre-implant films provided. Films during implant were not available and the reported events could not be assessed. The cause of the aortic cuff deployment difficulties and right limb dislodgment into the aneurysm, were all likely related to the severely tortuous anatomy. The cause of the vessel occlusion, cardiac arrest, type a retrograde dissection, and patent death were all likely procedure related, likely due to vessel tortuosity and disease state. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant devices are: etlw1613c156ej; s/n:(B)(4); use by date:2019-10-26 ; upn # (B)(4). Etlw1628c156ej; s/n: (B)(4); use by date:2019-07-07; upn # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 100mm left common iliac aneurysm. The suprarenal neck angulation was noted at 60 degrees. The neck diameter measured 23mm for both the left and right cia's. It was reported during the index procedure that the aneurysm was noted to have developed from the left cia (common iliac artery) to the iia (internal iliac artery) and coils were placed in the left iia. The physician then, using the right approach, implanted an aortic extension. Due to significant tortuosity, delivery became difficult and the guidewire was replaced with a lunderquist guide and the device was implanted below the renal arteries. Next, the main body was implanted overlapping the aortic extension. Etlw1628c124ej was implanted on the ipsilateral side. Etlw1613c199ej was implanted on the contralateral side, however the coverage length was inadequate and another limb etlw1613c156ej was additionally implanted to extend the stent coverage to the eia (external iliac artery). Touch up was attempted with a non-medtronic (coda) balloon catheter which was inserted but could not be delivered due to the vessel tortuosity. The right limb was observed to have dislodged into the aneurysm and another limb etlw1628c156ej was additionally implanted at this site. The physician again tried to deliver the balloon catheter for touch up, but the delivery was unsuccessful. At this point the physician opted to end the procedure however, an st elevation was observed and cag (coronary arteriography) was thus performed where an occlusion was detected at the ostium of the rca, into which an approach was attempted. The patient's vital signs deteriorated and the patent had cardiac arrest. Tee (transesophageal echocardiography) was performed and a dissection was observed in the ascending aorta. It was assumed that the rca was on the false-lumen side of the ascending aortic dissection, and due to thrombus formation in this area, the rca was compressed. Pcps (percutaneous cardiopulmonary support) was attached to the patient while cardiac massage and temporary pacing was performed. The procedure was converted to thoracotomy, and ascending aortic replacement was performed. After the procedure, the patient was transferred to ICU and passed away shortly after transfer. Per the physician the cause of the event was patient vessel morphology and possibly stress applied to the vessels during the procedure due to the severe tortuosity. The cause of death was due to ischemia of the right coronary artery due to retrograde dissection.